Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning for low impedance. The unipolar impedance was higher than bipolar. The lead is still in use. No patient complications have been reported as a result of this event. It was reported that during the extraction procedure, initially the atrial lead helix could not be withdrawn and there was moderate difficulty extracting the atrial and ventricular leads. Both lead were removed and replaced.

Event description:
It was reported that there was a lead warning for low impedance. The unipolar impedance was higher than biploar. The lead is still in use. No patient complications have been reported as a result of this event.